Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak event is unconfirmed. This not consistent with the reported adverse event/incident. Though not confirmed, the most likely causation for type iii endoleak is the off-label nature of the case. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The bilateral iliacs were off label (diameter right= 85mm and left =34mm), as well as multiple non endologix concomitant product uses. The final patient status was reported as being discharged on the first post-operative day doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 48 days post initial implant, during a routine follow up, a type 3b endoleak was identified by a computed tomography (CT). The patient was asymptomatic. The physician completed a successful re-intervention by relined the existing graft with another afx2 bifurcated stent graft. The type 3b endoleak was resolved. The patient was discharged the following day and reportedly is doing well.